Event description:
The customer reported that the device had a bad therapy printed circuit assembly (pca). There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.